Manufacturer narrative:
Type of investigation codes: b15, b17, b20. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with unspecified volume of juvéderm® volbella¿ xc in the lips and oral commissures. A little less then seven months later, patient experienced inflammatory nodule at the injection sites. Treatment consisted of 2 hylenex injections a week apart from each other and then oral prescription of doxy 100mg and a medrol pack about two weeks following the hylenex injections. Two weeks after the medication, kenalog/5fu injection occurred. Symptoms are noted as only "mostly" resolved.